Event description:
It was reported that the user received a low glucose alert after working outside, with a reported glucose value of 61 mg/dl and no symptoms, and they were advised on best practices for hypoglycemia treatment and post-treatment verification. Symptoms included asymptomatic hypoglycemia. Outcomes included self-treatment with oral glucose and plans to recheck using a fingerstick. Investigation included customer troubleshooting and education regarding hypoglycemia management and confirmation of glucose using a fingerstick after 15 minutes. Investigation of this case revealed no device malfunction reported and no device component issues identified, with the event consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.